Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01751. Concomitant medical products: e1 vngd as tib brg 12x83, catalog#: ep-189122, lot#: 861720; biomet cc I-beam tray 83mm, catalog#: 141226, lot#: j6632322. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via study that patient underwent a manipulation under anesthesia approximately two-and-a-half months post-implantation due to pain and limited range of motion. The patient has now completed the study with no further complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent an initial right knee arthroplasty. The patient was doing well until sustaining a fall, approximately 5 weeks post-op, due to an unknown cause. Subsequently, after the fall, the patient¿s range of motion began to decline and experienced pain and stiffness, requiring a manipulation under anesthesia two-and-a-half months post implantation. The patient regained full range of motion and since has completed the study with no further complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient had a total knee arthroplasty. Subsequently, three months later, underwent a manipulation under anesthesia due to limited range of motion and stiffness. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.

Event description:
No further event information available at the time of this report.